Event description:
On (B)(6), 2013 at the (B)(6) in cork ireland it was reported that the arterial measurement on the bmu-40 serial number(sn): (B)(4) was off by 20%. This was discovered during use.(B)(4)

Manufacturer narrative:
(B)(4).service report 9970876 was generated for this repair. The device log was analyzed for errors. The batteries were replaced. The unit was tested per the service protocol and passed all tests.(B)(4)